Event description:
It has been reported to philips that there was detector error. No harm has been reported to philips. Due to the lack of information, we are conservatively reporting this event as it could have lead to loss of live imaging. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was giving the detector error. Remote service engineer (rse) called and analyzed the system. Rse suggested onsite service. Customer refused the quotation of onsite service from philips. Since the quotation has been cancelled and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.